Event description:
Client reports the back canes broke at the sleeve section where it attaches to the base. It was reported that the client fell back out of the seating hitting his head on the floor. Minor injuries were reported as a result of this event.

Manufacturer narrative:
This known failure mode was analyzed at the parent company in (B)(4) and all parts met design specifications. It was, however noted, that these parts had failed because they had seen unusual stress which allowed them to fatigue and break. It was decided that the part could be changed to a different material that would be able to withstand more severe use and not fatigue. A new design of this part has been implemented into production. The re-designed part has been issued to the client to address this reported failure. The DHR for this device was reviewed and chair met specifications prior to distribution.